Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for five (5) of five (5) unreturned 12x4.6mm st var scr magenta (pn 07.00118.00x) for the failure of screws passed through plate (loosening). The screws were not returned and no x-rays were provided. Medical records were not provided for review. Potential cause since the products were not returned for evaluation, root cause can't be established. DHR review and related actions DHR review can't be performed, since lot numbers were not provided. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that while installing the fifth screw of an anterior cervical plate, the screw caught on the edge of the plate and pulled the plate away from the front of the vertebral body, also pulling the four previously installed screw out of the bone. The damage to the bone caused by the four screws pulling out reduced the hold of the four screws when they were reinstalled. This is report two of five for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00695 thru 3012447612-2020-00699.

Event description:
It was reported that while installing the fifth screw of an anterior cervical plate, the screw caught on the edge of the plate and pulled the plate away from the front of the vertebral body, also pulling the four previously installed screw out of the bone. The damage to the bone caused by the four screws pulling out reduced the hold of the four screws when they were reinstalled. This is report two of five for this event.